Manufacturer narrative:
The delivery catheter and sensor was returned for evaluation. Visual inspection found no anomalies of the product and the device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported hemoptysis remains unknown. Per the IFU, hemoptysis is a known inherent risk of trauma to the pulmonary artery during a cardiomems sensor implant.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure the patient experienced hemoptysis. The physician stated he was unable to make the turn to the left pulmonary artery due to resistance and removed the whole delivery catheter. During that time, the patient started coughing and had hemoptysis. The patient is stable and was kept overnight for observations. The implant was aborted due to the hemoptysis.